Manufacturer narrative:
Insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Insulin pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 120 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.